Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and found the electrolyte injection cup (eic) was flooded, the flowcell assembly was cracked and carbon bridges were defective. The fse replaced the eic valves, flowcell assembly and carbon bridges to resolve the issue. The fse performed ise verification and verified analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high patient results for sodium (na) and chloride (cl) involving the dxc 600i clinical chemistry analyzer. The customer indicated four (4) patient samples were erroneous. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided example of erroneous results for one (1) patient.